Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in the clinic for follow-up. Oversensing of noise was detected. The lead was capped and replaced. Procedure was successful, and patient left surgery in good condition.